Manufacturer narrative:
Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. On (B)(4) 2012, customer technical support (cts) instructed the customer to perform the procedure for cleaning the probe wipe and call back if further assistance is needed. Per cts updates from (B)(4) 2012, the customer did not call back with any further problems. The root cause for the leak is unknown. (B)(4).

Event description:
A customer contacted beckman coulter inc., (bec), and stated the probe of the act diff analyzer leaks on startup. The probe carries blood and diluent during operation and cleaning agent at shutdown. The operator was wearing gloves and a lab coat at the time of the event. There was no exposure to mucous membranes or open lesions and the operator did not seek medical attention. There is an exposure control/risk management plan in place at the lab. The material safety data sheet (msds) was not reviewed by the customer; however, it is readily available on the bec website. Patient samples were not affected. There was no death, injury or change to patient treatment associated with this event.